Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the lead exhibited noise on the high ventricular rate. Egms indicate that the lead is damaged. Surgical intervention may be undertaken as the next course of action.